Event description:
The procedure was an elective case and radial approach was chosen. The target lesion was the proximal and mid left anterior descending coronary arteries. The lesion was type c and 82% occluded. The lesion was an in stent restenosis of a bare metal stent (bms), diffused, bifurcated and eccentric. Pre-dilation was conducted with a 2.75x20mm balloon at 17 atms, inflation time is unknown followed by deployment of a 3.0x23mm cypher stent at 20atms for 15 seconds. Post-dilation was conducted with a 3.5x20mm balloon at 20atms; inflation time is unk. Ivus was conducted. Timi flow before and after the procedure was iii. The residual % of stenosis was 16%. At eight month follow up, cag was conducted and 53% restenosis was observed in the middle of the implant cypher stent.